Manufacturer narrative:
Pending evaluation.

Event description:
The reamer handle broke while the surgeon was reaming. The patient was stable as they left the operating room. All pieces were removed from the wound. This did not cause a significant delay to surgery.

Manufacturer narrative:
(H3) the evaluation noted the broken instrument reported was likely the result of the connection feature become worn from repeated use and applying a torque to the reamer handle¿s connection feature during surgery which led to crack initiation, propagation, and ultimate fracture. However, this cannot be confirmed because the component was not returned for evaluation.